Event description:
It was reported that lead fractured and oversensing causing a long pause as the patient is dependent was observed. The physician noted that the oversensing did inhibit pacing. Programing changes were made until lead extraction. On (B)(6) 2022, during normal eri device replacement, the lead was explanted and replaced without complication. The patient was stable.